Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with blank display due to cracked battery tube threads and a cracked case behind the pump at the battery compartment causing the battery tube to become loose and the test battery cap not making contact with the battery tube. The battery tube assembly was pushed back into the right position, monitored and no blank display noted. Unable to perform the self test, sleep current measurement and active current measurement due to blank display. The pump was cut open to perform visual inspection and moisture damage was found on the on pcba1 and battery tube assembly during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, missing display window cover, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, customer alleged blank display confirmed. Exposed to moisture on battery tube assembly noted during visual inspection. Charge/battery lasts less than expected not confirmed. Failed battery test not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the location of the damage was on the case of the battery tube side, short battery lifetime, and the battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was partially performed for the short battery lifetime. Troubleshooting was performed for the battery failed alarm. No damage was reported on the battery cap contacts or battery compartment. The customer continued to receive battery failed alarms after inserting new batteries and restarting the pump. Troubleshooting was performed for the cosmetic damage, and the damage impacting pump functionality. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.